Event description:
It was reported the patient was no longer receiving stimulation. A sjm representative met with the patient and confirmed no communication could be established between the charger and the programmer. No further information is available at this time. Additional follow-up pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.